Event description:
It was reported that balloon inflation issue occurred. A 20/7/2/100 equalizer¿ occlusion balloon catheter was selected for use and advanced towards the target vessel. However, the balloon failed to fully inflate and did not fully apposed unto the vessel wall. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).